Manufacturer narrative:
H6: added a24 based on a review of the complaint record. Updated clinical rationale: an impella 5.5 left-ventricular assist device was inserted surgically into the left aorta in a sixty-year-old male patient with a past medical history significant for coronary artery disease. The patient presented in society for cardiovascular angiography and interventions (scai) stage¿e cardiogenic shock while receiving multiple inotropic medications, vasopressor medications, and ventilator support prior to initiation of mechanical circulatory support. The impella 5.5 device was placed to provide ventricular assistance during an elective, high-risk combined coronary artery bypass graft surgical procedure and aortic valve replacement surgical procedure. The patient received blood product transfusions during the operation, and ongoing surgical bleeding was noted while the chest was being closed. While the patient was in the intensive care unit, the patient¿s urine was observed to have a blue-tinged coloration, which was attributed to medications administered during the surgical procedure. Laboratory test results raised concern for hemolysis. An echocardiographic evaluation demonstrated that the impella 5.5 device was positioned too deeply. The device was repositioned under echocardiogram guidance, after which the hemolysis concern resolved. The patient survived to impella 5.5 device explant.

Manufacturer narrative:
B1: added product problem additional information my understanding is the hemolysis concern was related to lab values and the patient¿s urine was still blue tinged from medication given during their bypass surgery. Per the pa-c the hemolysis concern resolved after repositioning. I do not have the pump to return; the facility disposed of it after successfully weaning and explaining this morning.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60-year-old male with a past medical history of coronary artery disease underwent high-risk coronary artery bypass graft (CABG) and aortic valve replacement surgery. The patient received 3 units of packed red blood cells due to continued bleeding during chest closure on (B)(6) 2026. The impella 5.5 was repositioned due to possible hemolysis. Bleeding and hemolysis are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements. The impella 5.5 device functioned as intended during the support period. Positioning adjustments were performed as part of standard clinical management. The patient survived the procedure and explant.

Manufacturer narrative:
H6: added code f12 per information in the complaint file. Added code f2302, blood transfusion was reported in the initial b5 and the code was not documented in error. Clinical rationale: an impella 5.5 device was inserted surgically into the left aorta in a 60-year-old male patient with a past medical history of coronary artery disease (cad) presenting in scai stage e shock on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella 5.5 was inserted for ventricular support during an elective high-risk coronary artery bypass graft (CABG) and aortic valve surgery. While the patient was in the intensive care unit (ICU), the patient¿s urine was noted to be blue tinged from medication administered during the surgical procedure. Due to the patient¿s lab values, there was also concern for hemolysis. The impella was found to be positioned deep and was repositioned under echocardiogram guidance. The hemolysis concern was resolved following impella repositioning. The post-procedure outcome was survived at explant. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation, and potential device position.